Event description:
Reportedly, on (B)(6) 2013, a warning related to suspected abnormal right ventricular lead impedance measured on (B)(6) 2012, was displayed to the user. However right ventricular lead impedance curve showed stable and normal values for the follow-up period. On (B)(6) 2013, no warning was displayed, and normal and stable values for right ventricular lead impedance over the follow-up period were confirmed again. Preliminary analysis concluded the warning was most probably triggered because of an incorrect management of lead impedance calculation, which was corrected in the w2.8.5/w2.8.6 embedded software version included in the paradym programmer module version 2.10.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.